Event description:
It was reported to boston scientific corporation in 2008 that a resolution clip device was used during the colonoscopy procedure. According to the complainant, during the procedure, prior to advancing the device to the scope, "the nurse tested the device and the sheath was bent". The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspected device is being returned for evaluation, it has been received and the device evaluation has not been performed; the cause of the reported malfunction is undetermined.